Event description:
These balloons filled only to one side and the nurse was concerned they could be leading to leakage experienced by the patient.

Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore, a DHR review could not be conducted. No sample returned for investigation. Therefore, investigation was conducted based on production samples. Based on the investigation conducted, the balloons could inflate and deflate without any abnormalities observed or difficulties faced. There were no products functionality issues observed based on production samples. In current manufacturing process, all foley catheters undergo 100% inspection, inflation, deflation and 30 minutes leak test prior to packaging. Any defective product will be culled out during this process. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation.

Event description:
These balloons filled only to one side and the nurse was concerned they could be leading to leakage experienced by the patient.